Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an error message. The programming changes was performed and the patient was in stable condition.